Manufacturer narrative:
The customer reported that "the autopulse platform (serial #(B)(6)) displayed user advisory "(ua) 45" (driveshaft not at "home" position after power-on/restart) and "ua17" (max motor on time exceeded during active operation) error messages was confirmed in the archive data but was not confirmed during functional testing. The reported ua45 and ua17 advisory message were not replicated during testing, and the autopulse platform functioned appropriately and as intended. User advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. Per the autopulse® hangtag - advisory codes description and action, user advisory 17 error message alerts the user that the drive motor did not reach the target depth within specification when used on a medium/large size stiff patient or the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: pull up the lifeband completely, ensure that the patient and the lifeband are properly aligned, check battery and press restart. Upon visual inspection, no physical damage was observed on the returned autopulse platform. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, observed a sticky clutch plate. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. The archive data review showed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) and ua17 (motor on for too long during active operation) error messages, thus confirming the reported complaint. These uas could not be duplicated during testing. Stressing out device with instrumented manikin and lrtf (large resuscitation test fixture) for approximately 15 minutes, no problem found. The autopulse platform passed the initial functional testing without any fault or error. No device malfunction was observed, and the autopulse platform functioned as intended. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During shift check, the autopulse platform (serial (B)(4)) displayed user advisory "(ua) 45" (driveshaft not at "home" position after power-on/restart) and "ua17" (max motor on time exceeded during active operation) error messages. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.